Event description:
It was reported that prior to an unknown procedure, while setting up for case, there appeared to be a bug wing inside device package. This device was put aside and never used on procedure and new device used on case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The complaint indicated that an insect wing was in the package. One open package was returned and it was confirmed that foreign matter was present. The debris was viewed under magnification and it was determined to be flakes of cardboard from the core of rollstock. No insect parts or wings was found inside the package. The batch record was reviewed and no anomalies were noted during the packaging process.

Manufacturer narrative:
(B)(4). At the time of this submission, the packaging has not been returned for analysis. If the packaging or further details are received at a later date a supplemental medwatch will be sent.